Manufacturer narrative:
Nova biomedical will follow-up with consumer to check the status of the user and the current use of the device. If the device is available, it will be requested for evaluation. Should any significant findings be a result of that evaluation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical, that a consumer received a blood glucose readings of 401 mg/dl, 360 mg/dl, 338 mg/dl, 205 mg/dl, 33 mg/dl, 147 mg/dl, 345 mg/dl and then a reading of 99 mg/dl in an emergent situation with her child. The mother admitted giving the child many insulin shots throughout the event. The child was reported to be sick and vomiting during the call. No further info was forthcoming as the caller disconnected the call.